Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) lead and right atrial (ra) lead pacing impedances. There was intermittent noise on the rv channel with oversensing. This resulted in multiple stored non-sustained ventricular episodes. The rv pacing impedance had reached up to 1300 ohms while the ra lead was greater than 3000 ohms. It was noted that the ra lead had previously been programmed off due to this. Technical services (ts) suggested in-clinic evaluation and possible lead replacement. While in clinic, this system was programmed to have therapy turned off. Both leads were not manufactured by boston scientific. It was noted that this patient has a left ventricular assist device installed as well. No additional adverse patient effects were reported. Currently, this ICD system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) lead and right atrial (ra) lead pacing impedances. There was intermittent noise on the rv channel with oversensing. This resulted in multiple stored non-sustained ventricular episodes. The rv pacing impedance had reached up to 1300 ohms while the ra lead was greater than 3000 ohms. It was noted that the ra lead had previously been programmed off due to this. Technical services (ts) suggested in-clinic evaluation and possible lead replacement. While in clinic, this system was programmed to have therapy turned off. Both leads were not manufactured by boston scientific. It was noted that this patient has a left ventricular assist device installed as well. No additional adverse patient effects were reported. Currently, this ICD system remains in service. Later, this ICD was explanted at the discretion of the physician for a therapy downgrade from two leads to one. Both existing leads were surgically abandoned. A new ICD and rv lead were successfully placed. No adverse patient effects were reported outside of the elective replacement procedure. This product was returned to boston scientific for further investigation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) lead and right atrial (ra) lead pacing impedances. There was intermittent noise on the rv channel with oversensing. This resulted in multiple stored non-sustained ventricular episodes. The rv pacing impedance had reached up to 1300 ohms while the ra lead was greater than 3000 ohms. It was noted that the ra lead had previously been programmed off due to this. Technical services (ts) suggested in-clinic evaluation and possible lead replacement. While in clinic, this system was programmed to have therapy turned off. Both leads were not manufactured by boston scientific. It was noted that this patient has a left ventricular assist device installed as well. No additional adverse patient effects were reported. Currently, this ICD system remains in service.